Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie drawer 13 had jammed. The user was unable to issue the item due to incorrect quantity caused by the jammed drawer the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all drawers were populating. A technical support specialist (tss) connected to the unit and confirmed all drawers were successfully opened using populate buttons. The user reported incorrect quantity when attempting to issue an item due to the drawer not opening previously. The tss advised the user to contact the director of nursing to perform a cycle count to restore the correct quantity before issuing the item. The system functioned as intended after technical support specialist troubleshot the device.